Manufacturer narrative:
UDI #: (B)(4). The laser machine was examined and tested at the customer location by an amo field service specialist (fss). The fss inspected the laser system. The fss checked the side cut retrace and overlap calibrations. Both calibration measurements were within specifications. A preventative maintenance was performed. The optics within the laser engine and delivery system were cleaned as routine maintenance. The fss performed a field service checklist. The fss found the unit was working properly. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported an incomplete flap. The incomplete flap was discovered after the patient was applanated. The procedure was aborted and rescheduled. Although, the procedure was not completed, the surgery center indicated there was no patient injury.